Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 65 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, in scai stage d shock. The patient's underlying medical history was not shared. The cp was placed and on the day of implant the team observed bloody/tinged urine. The team did reposition the pump to alleviate the sign of hemolysis, as the pump was noted to be measuring at 5.7cm in the left ventricle. Of note the team did relay that the foley catheter had also recently been placed when the hemolysis was observed. The team did not treat the hemolysis in any other ways, and after 3 days of support the pump was weaned and explanted. The patient did survive the event. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position as noted in this support.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. Corrected information was provided in d6b (explantation date). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided. The cause of the issue was not established as limited clinical information was provided

Manufacturer narrative:
D4: corrected UDI.